Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported delivery system break/detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft break/separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that while opening the device pack and removing the yellow protective sheath, it was observed that the implant mounted on the delivery system was partially detached [broken] from the balloon/shaft. The device was not used and another one was used successfully. The returned device revealed that the balloon was separated from the outer member at the distal end of the proximal balloon seal. Follow-up information from the account confirmed that this is the damage they were reporting. No additional information was provided.